Manufacturer narrative:
According to the report, the stent is fractured in duodenum and a part of the stent is moved towards the mouth side, and cover stent was a migration. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The pylorus where stent was implanted is curvy and especially, has a lot of momentum. Stent can be pressured due to patient's lesion status and fracture be possible. Also, it seems that the already fractured stent is moved towards the mouth side caused by momentum in duodenum. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, the stent was removed from the patient, and it is impossible to perform precise examination because the product was not returned. Also, it is difficult to reconstruct the situation at the time of procedure with limited information. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2016: the stent was placed from pylorus to bulb of duodenum for the patient with stomach cancer. On (B)(6) 2017: cover stent was placed due to the invasion into the already placed stent. On (B)(6) 2018: the stent was found to be fractured and the fractured stent fell into stomach. And the cover stent was found to be migrated and the fractured stent migrated towards the mouth side, therefore, the fractured stent was removed together with the cover stent. There were no patient complications as a result of this event.

Event description:
(B)(6) 2016: the stent was placed from pylorus to bulb of duodenum for the patient with stomach cancer. (B)(6) 2017: cover stent was placed due to the invasion into the already placed stent. (B)(6) 2018: the stent was found to be fractured and the fractured stent fell into stomach. And the cover stent was found to be migrated and the fractured stent migrated towards the mouth side, therefore, the fractured stent was removed together with the cover stent. There were no patient complications as a result of this event.

Manufacturer narrative:
According to the report, the stent has fractured and migrated to the stomach towards the mouth side. And cover stent was a migration, therefore both stents were removed together. As a result of analysis of returned device, to compensate for the previously inserted ddt2206 stent, the duodenal comvi stent, inserted in stent-in-stent method, was returned together, and a total of two stents were returned. Given the location of the returned covered stent, it is considered that ddt2206 stent has been fractured in approximately 2cm of the proximal side. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The pylorus where stent was implanted is curvy and especially, pylorus sphincter has a lot of momentum. Stent can be pressured due to patient's lesion status and fracture be possible. It was confirmed from the DHR that device had been manufactured with no significant issue and passed all the inspections successfully. It has no problem during the stent insertion, therefore, it is assumed that the stent fracture has occurred on proximal side of stent due to the patient's lesion status, peristalsis of pylorus, and stenosis and so on. In addition, given the description, it seems that the already fractured stent is moved towards the mouth side caused by momentum in pylorus. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.